Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer on 10/20/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the front enclosure was cracked, the battery lock bent and the load plate cover damaged. The physical damages noted during visual inspection are unrelated to the customer's complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 2 (lifeband not present) was observed one time on (B)(6) 2015 confirming the customer's reported complaint. Functional testing was performed and the platform pass all functional tests. User advisory 12 did not appear during functional testing. The platform was ran with a test mannequin and lrtf for 22 minutes, no faults (user advisories) were found. It was observed that the drive shaft had intermittent difficulty rotating, which may be the cause of the ua 12 appearing. The clutch plate was replaced to resolve the drive shaft problem. The following parts were replaced: clutch plate, front enclosure gasket, battery lock, load plate cover. Based on the investigation the parts identified for replacement are the front enclosure gasket, the battery lock and the load plate cover which are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse.

Event description:
The customer reported that during a shift rotation they observed a user advisory (ua) 12 (lifeband not present) upon powering up the autopulse platform. The customer tried reseating the lifeband and swapping it out with a new one. However they were unable to clear the ua 12 error message. No report of patient involvement. No further information was provided.